Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." "Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Evaluation of the returned component found the bearing surface appeared to show evidence of damage due to subluxation of the joint. The bearing surface exhibited wear, apparently due to a third body material trapped in the clearance. Based upon the appearance of the part, wear rates did not appear to be excessive. Although it appears that some type of third body particle was present, the source and identity of this agent could not be established during visual examination. The user facility was notified of the event on march 7, 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed march 8, 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2011 due to metallosis and lack of bone ingrowth. The surgeon noted there was tissue reaction. The acetabular cup, modular head, and taper adapter were removed and replaced.